Event description:
Ivac volumetric infusion pump - model # 7200 malfunctioned. The pump was programmed to infuse at 170 ml/hr. Volume to be infused was 170 ml. The entire 170 ml volume infused over 5 minutes, rather than one hour. The pump settings were verified and read rate at 170 ml and volume left to be infused 148 ml. Medication being administered at time of pump failure was dilantin - 1 gram in 150 ml normal saline (total volume 170 ml). The patient had a drop in blood pressure. Systolic blood pressure went from 114 to 64.